Event description:
It was reported that during a biopsy, the needle jammed while in the patient's breast and was difficult to remove. It was noted that a coaxial was not used during the procedure.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample has not been returned for evaluation, as it was discarded by the user facility. Based on the information received, the results are inconclusive and the root cause of the event is unknown.